Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the reported complaint. The instrument failed the electrical continuity test. The instrument housing was removed and it was observed that the conductor wire felt loose. The instrument was then disassembled and the conductor wire was found to be broken at the proximal end of the main tube. It was suggested that it could have been caught between the pitch or grip cables and broke as the instrument was articulated. As of 4/14/2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the monopolar curved scissors (mcs) (pn: 470179-19, batch/lot-sequence: n11181019-0093) associated with this event has been performed. Per the logs, the mcs was last recognized on 12/19/2018 on system (B)(4) on the second to last use of the instrument. On the reported event date of (B)(6) 2019, the mcs was planned to be used but was not recognized by the system, therefore the procedure date of (B)(6) 2019 was not recorded in the logs. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. While there was no harm or injury to the patient, this failure mode could cause or contribute to an adverse event if it were to recur. This instrument was returned to isi with two lives remaining and, therefore, had not expired. Field d6 is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a davinci-assisted surgical procedure, the cautery function of the monopolar curved scissor (mcs) instrument was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with an operating room (or) nurse and obtained the following additional information: the nurse reported that the mcs instrument did not cauterize and only cut. The issue was identified at the beginning of the procedure. The customer attempted to swap the green cord; however, no cautery was observed. It was noted that the customer swapped to another mcs instrument and continued with the case. The nurse confirmed there were no fragments falling into the patient, and the procedure was completed with no patient injury or harm.